Manufacturer narrative:
The customer had two different vials of test strips (lots 497884 and 497675) and is not sure which vial was in use on the day of the event. Both vials are expected to be returned for evaluation.

Event description:
It was reported the customer suffered a hypoglycemic event while using the aviva system. At 8:30 am the customer received a blood glucose result of 163 mg/dl on his aviva system. The customer ate breakfast and injected 7 units of novolog, based on the result of 163 mg/dl. At 2:30 pm he received a blood glucose result of 245 mg/dl, and again injected 7 units of novolog based on this result. Shortly after, the patient lost consciousness. He does not recall having any blood glucose symptoms prior to passing out. The customer recalls waking up with his neighbor's treating him with glucose tablets, orange juice, and syrup. He also stated that his neighbors tested him on their guide meter when he was unconscious and their guide meter read 30 mg/dl. He thinks the results of 245 mg/dl and 30 mg/dl were about 15 minutes apart. The customer reported that he was passed out for a couple of hours. After regaining consciousness, the customer received a blood glucose result in the 400's mg/dl on the neighbor's guide system. The customer believes this result was high due to all the glucose they had given him. The patient was not hospitalized. The customer had two different vials of test strips (lots 497884 and 497675) and is not sure which vial was in use on the day of the event. Both vials are expected to be returned for evaluation.

Manufacturer narrative:
Lot 497884 was returned and investigated. Strips were acceptable; no malfunction noted. An empty vial was returned to the manufacturer for 497675. No testing could be performed.